Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation, the reported issue of yale reached out to me last week and they were having some issues with their sherlock readings saying that that the ECG rhythm was appearing ¿thick and blurry¿ and then negative deflections were showing no matter where they were in the svc and how much they pulled back on the line and wire. I was able to give them a loaner sherlock last week and they told me today they were having the same issue with the negative deflections showing up still and not going away was unconfirmed. Root cause confirmation: "sherlock readings saying that that the ECG rhythm was appearing ¿thick and blurry¿. The unit powered up and operated as expected along with a test sherlock and ECG monitor connected. No issues found. The reported issue was unable to be confirmed, therefore there is no root cause.

Event description:
It was reported by a tm that the customer is having some issues with the sherlock readings saying that the ECG rhythm are appearing ¿thick and blurry¿ and then negative deflections are showing no matter where they were in the svc and how much they pulled back on the line and wire.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.